Event description:
A malfunction was reported on a pump, identified by the caller with a malfunction code of malf 12, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller of how to reset the pump, and after resetting, the malfunction did not recur. The customer is able to continue using the pump and has been advised to contact support if the issue arises again.